Manufacturer narrative:
This event occurred in (B)(6). The strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results on two pediatric patients with accu-chek inform ii meter serial number (B)(4) when compared to a vista 500 clinical chemistry siemens analyzer. On (B)(6) 2019, discrepant results were provided for the first patient. The result from the meter via capillary draw was 122 mg/dl. The result from the laboratory via an IV line less than ten minutes apart was 82 mg/dl. It was noted that the patient's IV tube did not contain ascorbic acid. On (B)(6) 2019, discrepant results were provided for the second patient. The result from the meter was 113 mg/dl. The result from the laboratory less than ten minutes apart was 85 mg/dl. The customer stated both the meter and laboratory samples for this patient were likely from a venipuncture on the inside of the elbow.

Manufacturer narrative:
The reporter's meter and strips were returned for investigation. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl results: level 1 ¿ 50, 52, 51 mg/dl level 2 ¿ 309, 312, 311 mg/dl all returned results are within acceptable range. Medwatch fields d10 and h3 have been updated.